Event description:
After an implantation duration of approx. 3 years intermittent loss of capture and low sensing was reported.

Manufacturer narrative:
On (B)(6) 2018 - we were notified that this lead was capped. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed artefacts with a small frequency on the ra as well as on the ff channel indicating noise resulting from an external source. Furthermore the sensing demonstrated very low amplitudes as reported in the complaint text. This sensing trend curve showed a decrease of the rv sensing from initially 5 mv between september 2017 and january 2018 to around 2.5 mv with a varying progression until april 2018. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the capped lead become available for analysis, the investigation will be updated.